Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A definitive cause for the frayed lock line end and knot in this incident could not be determined. The reported knot appeared to be material deformation. It is possible that during the unwrapping and removal process, the ends of the lock line may have become twisted, resulting in a material deformation (bunch of pulled threads) and troubleshooting steps were performed to remove the pulled threads resulting in fray lock line end; however this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information received: a separation of the lock line did not occur. One end of the lock line looked different from the other end; it was not smooth, frayed. No additional information was provided.

Manufacturer narrative:
(B)(4). The lock line was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the lock line separated during use, which can result in a broken portion of the line left in the patient. It was reported the mitraclip procedure was to treat functional mitral regurgitation (mr) grade 3. During clip deployment, the cap of the lock lever and the o-ring were removed without issue. The plastic cover was removed from the lines and knots were noted. The two ends of the lock line were unwrapped, and it was observed that the lock line was separated and was tattered on the one end. The tattered end was pulled on to remove the lock line safely from the system. One clip was implanted, reducing the mr to 1. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.